Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information that has not been able to be completely investigated or verified prior to the required reporting date. This report does not reflect a conclusion that the report constitutes and admission that the device, the company, or its employees caused or contributed to the potential event described in this report. As of the date of this report, the device has not been returned to the manufacturer for evaluation. A definitive root cause cannot be determined. If additional information relevant to the investigation or other content of this report is identified, this report will be updated. Multiple MDR reports were filed for this event, please see associated reports: 3014680795-2025-00025, 3014680795-2025-00026, 3014680795-2025-00027, 3014680795-2025-00029, 3014680795-2025-00030, 3014680795-2025-00031, 3014680795-2025-00032.

Event description:
It was reported that a patient who had undergone open heart surgery in (B)(6) 2025 had a reoperation in (B)(6) 2025 due to a sternal dehiscence in which a gap was identified. Upon reoperation, it was observed that the plates and screws disassociated from the bone on one side of the osteotomy. It was noted that the sternal wires also pulled through the sternum. The plate did not fracture, the screws were still secured into the plate, and the plate remained affixed to one side of the osteotomy. The previous stitches, wires, and plates and screws were removed and discarded. Additional plates and a supplemental circumferential device were implanted to approximate and stabilize the sternum. The explanted devices are not available for return.